Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.00 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to glares/halos and blurred vision. The lens was exchanged for a toric icl and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Work order search: no similar complaints were reported for units within the same lot. (B)(4).